Manufacturer narrative:
A patient experienced ipg communication was reported to abbott. Patient presented in clinic with noncommunicating ipg. Patient states they had three hip surgeries and did not place into surgery mode. Patient wishes to not have any intervention at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg was inoperable following 3 surgeries wherein the patient's ipg was not placed into surgery mode. Troubleshooting was undertaken but was unsuccessful in recovering the ipg. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.